Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 04/09/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/26/2015 with the following findings:the black box data from the event date had been overwritten due to continued pump use. A review of the available pump history and black box data did not reveal any evidence of a 'loss of prime' issue. The pump was exercised for 24 hours, during which no 'loss of prime warnings' were observed: the reported issue was not duplicated. The pump successfully performed the prime sequence and bolus functions. The pump failed a force sensor calibration check due to a force sensor calibration reading above the upper specification limit. The pump case was removed, and no evidence of internal damage or defect was found. The pump passed a force sensor resistance check. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.